Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received at the service depot. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged battery is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.